Event description:
It was reported that this peritoneal dialysis (pd) patient was taking antibiotics due to having cloudy pd effluent. The patient was assessed for possible peritonitis but had not been confirmed. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2026 due to abdominal pain and bloating. Pd cultures were drawn and sent to a local lab due to the clinic being out of culture bottles. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1.5g every 4 days and ip ceftazidime 2g daily in the longest daytime dwell (manual) of 6 hours. The patient¿s condition worsened. The patient went to the hospital on (B)(6) 2026. The patient was admitted. The patient was diagnosed with peritonitis based on their cell count and polymorphonuclear (pmn) cell percentage. The patient¿s white blood cell (wbc) count was 613 with 77% pmn cells. The culture was negative for growth. The patient¿s antibiotics were adjusted. The patient was initiated on rocephin (route, dose, and frequency not provided) while in emergency room. Once the patient was admitted, the antibiotics were switched to ip ceftazidime and intravenous (IV) vancomycin (dosed by in-patient pharmacy). The patient was discharged on (B)(6) 2026. The patient was to continue ip ceftazidime 2g daily and ip vancomycin 2g (or per vanco trough levels) every 4 days, for a total of 3 weeks to be administered in the longest dwell (at least 6 hours). The cause of the peritonitis event is possibly constipation and/or touch contamination. The patient is continuing ccpd therapy during recovery.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. Although the culture results were negative, it was reported that the cause of the peritonitis event was due to constipation or touch contamination. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.